Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump for intractable spasticity and cerebral palsy. The patient had the pump replaced on (B)(6) 2016 due to premature eri (elective replacement indicator) on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.